Event description:
During laparoscopic cholecystectomy procedure, the clips were reportedly falling off after being applied. There was no pt complications related to this device malfunction, but the pt remained in surgery for an extended amount of time.